Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report hospitalization due to high blood glucose. Customer was not sure if insulin pump was delivering. Customer experienced weakness, thirsty, nausea and vomiting. Customer's blood glucose reading is 558 mg/dl. During troubleshooting, time and date are correct. Programming is correct. Manual prime is correct, insulin has exited the tubing. High pressure test passed. Nothing further reported.